Event description:
Customer reported that a pt presented with wound dehiscence in 2008 two weeks following a vein stripping procedure. The wounds subsequently became infected due to environmental factors. Antibiotics were prescribed. The wounds were allowed to heal by secondary intention. The pt is reported as "fine."

Manufacturer narrative:
Wound dihiscence occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.